Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of placement button broke. Block b3: approximated based on the date the manufacturer became aware of the event. Block h10: the endovive low profile replacement button was analyzed. Visual analysis revealed that the kit returned with 4 unopened components and the replacement button was not present in the kit. Therefore, the reported complaint is not confirmed. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of placement button - break was not confirmed during the product investigation. There is not enough objective evidence to determine that the event occurred due to some problem with the device. The revision of the production records confirms that during the manufacturing process no issues were detected. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. During the procedure, the placement button broke and was removed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. During the procedure, the placement button broke and was removed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of placement button broke date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event.